Event description:
Pt developed swelling over left tmj prosthesis site. The explanting surgeon indicated the pt had developed an allergic reaction. Patch tests were done showing a response to the cobalt patch test site.